Manufacturer narrative:
Product complaint # ==> (B)(4). Additional information was requested and the following was obtained: was a second procedure performed to manage the dehiscence? =>no further information is available. What was the date of the second procedure? =>no further information is available. Can you describe the appearance of the stratafix suture during second procedure? =>no further information is available. If applicable, will product be returned, return date, tracking information =>no sample will be returned. What is the patient¿s current status? =>no further information is available. No further information will be provided.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: how was the dehiscence managed? If a surgical intervention was performed, provide surgical / operation notes. No further information is available. Please provide the lot number reported in this event? The lot number is unknown. How is the patient today? No further information is available.

Event description:
It was reported that the patient underwent thoracic spinal fusion surgery on an unknown date and barbed suture was used. The barbed suture was used on the fascia by continuous suturing during the surgery. Approximately two to three weeks after the procedure, wound dehiscence occurred when rehabilitation was started. The condition of the dehiscence was that the wound on the skin and the fascia dehisced, thus, the dura was visible. The surgeon opined that the fixation tab came off the suture, and the anchors on the barbed suture moved to one direction. Contributing factor was reported to be "improper choice of suture length against the incision length, improper use of the product, rehabilitation load" and patient factors. This event occurred several months ago. The exact date of the procedure is unknown. No further information was available regarding the patient status.